Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) during the basal delivery. Customer's blood glucose level was not impacted. Customer was able to reload the cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.